Event description:
It was reported that a patient presented to clinic due to vibratory notifier. Device interrogation revealed high pacing impedance and high capture threshold on the right ventricular (rv) lead. During lead revision, the rv lead was found to be fractured. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.